Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he insulin pump had a motor error alarm. The blood glucose value was unknown. Customer stated that the insulin pump was unresponsive for brand new battery. The product will not return for the analysis.